Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was concluded that the reported difficulty in removing the guide wire was not attributed to product quality but the existing stent. Instructions for use (IFU) states: [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] removal difficulty of guide wire.

Event description:
It was reported that an asahi rg3 guide wire was used during a pci to treat severely calcified ctos in the rca#1 through #3 (#2 and #3 were in-stent restenosis). After wire externalization was achieved with the rg3 guide wire, poba was performed at the isrs and a stent was deployed at the cto. Then an attempt was made to remove the rg3 guide wire but failed. Multiple devices including penetration catheter and balloon were used to release the guide wire but failed. The patient vital signs became unstable and st elevation occurred. The patient supported by balloon pumping was transferred to other health care facility and then the stuck guide wire was surgically removed. The surgeon commented that the distal segment of the existing stent in #3 was fractured, and therefore, the stent struts trapped the rg3 guide wire. The patient returned to the user facility and would participate in a cardiac rehabilitation program.